Event description:
Journal article received: hip arthroscopy for labral tears: review of clinical outcomes with 4.8-year mean follow-up. The american journal of sports medicine, vol. 37, no.9. Authors: atul f. Kamath, md, roger componovo, md, keith baldwin, md, mph,mspt, craig l. Israelite, md and charles l. Nelson, md. Synthes was not mentioned in the article. Retrospective study with prospective follow-up examined the clinical outcomes of 52 patients undergoing hip arthroscopy for labral tears. Mean age was (B)(6), range: (B)(6). Genders: 20 men: 32 woman. It was reported: the guide wire broke during establishment of the anterior portal. A 2-cm extension of the anterior portal skin incision was required for removal of the broken wire. 3 patients went onto total hip arthroscopy. Two of the 3 patient had osteoarthritis, the third had grade iii ti IV chondromalacia. Most complications are related to traction on the operative extremity and portal placement and include sciatic, femoral or pudendal nerve palsy; avascular necrosis, and compartment syndrome. Of the 5 patients who experienced complications in this study, there were no permanent nerve palsies. All palsies or paresthesias resolved by final follow-up. Extraction of the broken guide wire resulted in no wound or sift tissue complications. This complaint event is on the guide wire that broke and was removed. This complaint event is on the guide wire that broke and was removed. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Mean age:(B)(6): range, (B)(6). Genders: 20 men: 32 woman. Device will not be returned, no conclusion can be drawn.